Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that there was fluid under the lcd display. The customer reported that the insulin pump was exposed to water. The customer's blood glucose was 78 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.